Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high and low blood glucose levels. Customer advised their blood glucose went as low as 58 mg/dl, they almost had a seizure and they were hospitalized. Customer was advised that their blood glucose was lower but the seizure symptoms bumped it up a little bit. Customer's blood glucose was 400 mg/dl, however customer is more worried about the low blood glucose level they experienced which hospitalized them. Customer also had issues with their sensor. Customer advised their blood glucose was 400 mg/dl and their sensor was reading 143 mg/dl. Customer experienced a hypoglycemia episode.